Event description:
It was reported that the patient had an outflow graft thrombosis that was diagnosed on (B)(6) 2021. A computed tomography (CT) scan was done that showed eccentric thrombus of the lvad outflow cannula causing up to two thirds luminal narrowing near the device. The inflow cannula was unobstructed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient experienced symptoms of fatigue and shortness of breath.

Manufacturer narrative:
Manufacturer's investigation conclusion: the outflow graft obstruction was confirmed through the computed tomography images provided by the account, however, the extent of the obstruction could not be determined by the pictures alone. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The account submitted 2 computed tomography (CT) scans for review. Evaluation of the images revealed a narrowing of the outflow graft lumen underneath the outflow graft bend relief. This is evidenced by the outflow graft appearing darker in one area. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined the patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.